Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: used for kidney. According to the reporter: oozing under 200cc occurred from stapled part. Additional resection of tissue and used another device. Nothing fell into the patient cavity. No tissue damage. Extended more than 30 minutes. No patient info available. After surgery, when the customer checked the device, the anvil was broken.